Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high or low blood glucose. The customer's blood glucose was unknown at the time of the incident. The caller stated that the customer's pump is broken/malfunctioning and need to be replaced. The customer experienced symptoms such as loss of consciousness. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not a hippa contact. Caller was advised to have a nurse call on the customer's behalf. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.